Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock while the patient was sleeping. Technical services (ts) analyzed device episode data and found that there was noise, consistent with sense b artifact, with oversensing. The r-wave amplitude was small during the treated episode but returned to normal afterwards. The noise was not reproduced with isometric testing. This occurred while programmed to the primary vector. Ts recommended reprogramming to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.